Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: eib, nick, rep, shut off in middle of case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be due to a not fully seated safe light cable.